Event description:
A malfunction on a pump was reported, with the specific malfunction code "malf 12" being resettable. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.